Manufacturer narrative:
Evaluation summary: the surgical notes were not provided, therefore surgical technique is unk. Multiple scenarios could have led to the event described including reduction prior to the cement fully hardening, moving the stem while the cement is still hardening, and variations in the operating room environment or cement curing variations. Cause cannot be definitively determined. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer inc considers the investigation closed.

Event description:
It is reported that the cement hardened but the stem was still loose and easily taken out. The surgeon tried with different cement and the stem settled and was stable.